Event description:
It was reported the distal tip of the cannula would not pass through an introducer guide during a liver biopsy procedure. Upon visual inspection, a burr was noted. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. This device was received, evaluated and retained by this MFR. The engineering eval indicated the cannula distal tip was burred in an outward direction. The device exhibited good function during cycle testing. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Do not leave the needle cocked with the springs under tension until ready to use."